Event description:
The customer reported that a ventilator experienced touchscreen issue. Patient or user involvement at the time of the event is unknown and was requested from the customer. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Event description:
The customer reported that a ventilator experienced touchscreen issue. Patient or user involvement at the time of the event is unknown and was requested from the customer. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse then reported that the reported issue could not be duplicated. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. Moreover, it was reported through a separate case that there reported issue was not duplicated, therefore, the customer opted for no service. No other anomalies were reported.